Event description:
It was reported that the laser device used in this medical procedure was not made by trimedyne. No complaint is being made against the delivery device used during this procedure.

Event description:
It was reported that the medical procedure performed by the operative surgeon left the patient with shrunken cervical vertebral discs which allowed the cervical vertebrae to press against the patient's spinal cord. A corrective surgery was performed by a second surgeon to correct the damage. The pt allegedly has been left with restricted activity and has become permanently sick and disabled. No information has been provided to date regarding any specific product failure related to the surgery and this pt.